Event description:
It was reported that a patient experienced dental implant loss. The patient presented with complaints of pain, and examination revealed inflammation and implant rejection.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 CFR Part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.